Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient has to charge their ins more often than normally in hot weather. No further complications were reported or anticipated.